Event description:
Explant surgery; in early 2009 I had breast augmentation. The surgeon used allergan natrelle silicone filled breast implants style 20 - ref 20-650, sn (B)(4). I began having medical issues, pain in my breasts, muscle and joint weakness, vision loss, rashes, other unexplained ailments. I went in for explant surgery on ''(B)(6) 200'' to find out both implants were completely ruptured and melted inside of capsules. I have all documents in a pdf as well as mammograms and detailed report from explant surgery. FDA safety report ID # (B)(4).